Manufacturer narrative:
Batch review performed on 31 march 2022: lot 2000445: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2025-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 1 year and 4 months post primary the surgeon revised the insert with a higher one and the surgery was completed successfully.